Event description:
As reported to coloplast, though not verified, the pt experienced pain, erosion of vagina wall and other tissues, urinary incontinence, physical deformity, loss of ability to perform sexually and an impairment between husband and wife.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.